Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 200cc saline, catalog: 3501625, lot: 6750143, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 200cc saline breast prostheses. Bilateral deflation was confirmed by physical examination. As a result, the patient was scheduled for removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that both impacted product were not deflated. It was found out that the suspect medical devices were intact during explantation. Mentor also became aware that the patient experienced ptosis. (B)(4).